Manufacturer narrative:
(B)(4). Batch # p94551. Investigation summary: the device was received with the hand activations contacts damaged. The device was connected to a test hand piece with difficulty. During mechanical testing the rotation knob did not rotate freely. In addition, the device was returned with the distal tip of the blade broken off and it was returned with the device. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. The device was then functionally tested on a gen11 generator; an alert screen was displayed. A probable cause for the device to stop activating and the gen11 to display an alert screen is blade damage. The damaged hand activation contacts could cause rotational issues with the device. In addition, it can cause improper torquing of the blade, which could cause the generator to display a communication issue, activation issues, incomplete pre-run test or alert screens. The device was analyzed, and it was determined that it was connected in more than one generator. The device is intended and labeled for single patient use. If the device is connected to multiple generators an alert screen will be displayed indicating ¿adaptive tissue technology features are not available in this device¿. The device was disassembled to inspect the internal components and no anomalies were found. To avoid damaging the contacts, it is recommended to assemble the device vertically. If the hand piece is inadvertently tilted during the assembly with the instrument, the hand activation contacts can be damaged. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. This device is packaged and sterilized for single use only. Multiple patient use may compromise the device integrity or create a risk of contamination that, in turn, may result in patient injury or illness. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that the scalpel could not be assembled with the handpiece during procedure. Changed to another one to complete surgery. There was no patient consequence reported. No additional information can be provided.